Event description:
It was reported that, during a trauma surgery, the tin 5mm x 40mm short half pin device was found to be broken inside the patient. The tip of device was not removed from patient. It is unknown how the procedure was completed but there was no delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, the clinical task reviewed the documents, and confirm the breakage. The clinical/medical investigation concluded that, one unlabeled fluoro image dated 11-22-2022, shows a foreign object is present in the medial aspect of the tibia. One undated, unlabeled photo of the device shows the part number. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the information provided, the definitive clinical root cause of the reported breakage could not be determined. Although we cannot rule out a procedural variance as a likely contributory factor. The instructions for use for the external fixation systems 81056329 rev. G, does warn that; ¿loosening or breakage of the pins, wires, or other components including inadvertent injury to the patient or operating room personnel caused by the wire (e.g. Projective wire from tip cutting during surgery) can happen.¿ the tin 5mm x 40mm short half pin tip is biocompatible, however, it is not intended for long-term implantation. Since the tip is retained in the bone the possibility of micro-motion and/or migration of the retained tip is unlikely. According to the report, it is unknown how the procedure was completed but there was no delay reported. There were no other complications were reported, and no further impact is anticipated. Therefore, no further clinical/medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for external fixation systems states in adverse effects that loosening or breakage of the pins, wires, or other components including inadvertent injury to the patient or operating room personnel caused by the wire (e.g. Projective wire from tip cutting during surgery) can happen. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection procedure, final inspection includes the verification part configuration per print. Also, material specification controls the quality and manufacture of the material used in the production of the pin. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include traumatic injury, size selected, surgical technique or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.